Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervicitis human papilloma virus in 2008 and colposcopy in 2008. No problems. Reminded of using type of birth control until hsg in 3 months. Concurrent conditions included intestinal obstruction, spinal column stenosis, dysplasia, menses regular with excessive bleeding and bowel obstruction. Concomitant products included cetirizine hydrochloride (zyrtec) since 2015, famotidine (pepcid) since 2015 and montelukast (singulair) since 2015 for hives as well as carisoprodol (soma) since 2008 and sufentanil citrate (sufentanil narco-med) since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 13 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced urticaria ("hives/ pain, rash or skin conditions type: hives all over the body,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss") and anaemia ("anemia"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (hysterectomy with bilateral salpingectomy - total laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the urticaria had not resolved, the abdominal distension, allergy to metals and anaemia outcome was unknown and the weight increased, alopecia and fatigue was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. On (B)(6) 2012, hysterosalpingogram showed confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology: final pathologic diagnosis: uterus: secretory endometrium. Unremarkable myometrium and serosa. Cervix: chronic and acute cervicitis. Left fallopian tube: unremarkable fallopian tube. Right fallopian tube: unremarkable right fallopian tube. Addendum comment: an essure implant is identified within the right fallopian tube. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet, mr received, new reporter, patient demographic information, concomitant medication, lab data , essure indication ,stop date and lot number updated, event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue and other injury or complication: anemia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (on (B)(6) 2016, underwent hysterectomy). At the time of the report, the pelvic pain, abdominal distension, weight increased, alopecia and allergy to metals outcome was unknown and the urticaria had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, pelvic pain, urticaria and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter added, product indication and hysterosalpingogram was added. Events bloating, pelvic pain, weight gain, hair loss and nickel allergy were added, event outcome added. Product start date added and surgery and intervention hysterectomy was added for event pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("tubes and uterus out, but path report revealed only one coil"), pelvic pain ("pelvic pain") and angioedema ("angioedema of her lip on waking in the morning.") In a 40-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis human papilloma virus in 2008, colposcopy in 2008, low back pain, cholecystectomy, gastric bypass, pap smear abnormal, premenstrual syndrome, spinal column stenosis, cervix biopsy (the specimen was a 3 x 4 mm. Fragment of soft, tan tissue. The entire specimen was sectioned), mood swings, anxiety, lymphoepithelial malignant thymoma invasive, cytolysis, insomnia, hearing loss, myringotomy, ear feels clogged, postauricular fistula, nasal congestion, headache, facial pain, sore throat, myringotomy, facial pain, postnasal drip, taste disturbance, smell alteration and crawling sensation of skin. No problems. Reminded of using type of birth control until hsg in 3 months. Surgical pathology: final pathologic diagnosis: uterus: secretory endometrium. Unremarkable myometrium and serosa. Cervix: chronic and acute cervicitis. Left fallopian tube: unremarkable fallopian tube. Right fallopian tube: unremarkable right fallopian tube. Addendum comment: an essure implant is identified within the right fallopian tube. Concurrent conditions included intestinal obstruction, spinal column stenosis, dysplasia, menses regular with excessive bleeding, bowel obstruction, insomnia, squamous cell metaplasia, depression, obesity, cholecystectomy, asc-us, generalized urticarial rash, insomnia, bags under eyes, fatigue, generalised itching, breast cancer female, premenstrual syndrome, abdominal pain, nausea, blood in urine, low back pain, pelvic adhesions, incomplete bowel evacuation, wound infection, abdominal adhesions, arrhythmia, vomiting, tachycardia, stiffness, sleep disturbance, lumbar disc disease, weight fluctuation, muscle ache, pain in extremity, constipation, joint stiffness and heart racing. Concomitant products included cetirizine hydrochloride since 2015, famotidine since 2015 and montelukast sodium (singulair) since 2015 for hives as well as carisoprodol (soma) since 2008, desogestrel;ethinylestradiol (desogen-28), desoximetasone, diphenhydramine hydrochloride, fluoxetine hydrochloride (fluoxetine hcl), hydrocodone bitartrate;paracetamol (norco), hydrocortisone, hydroxyzine, loratadine (lorcet), sufentanil citrate (sufentanil narco-med) since 2008, triamcinolone acetonide and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 13 days after insertion of essure. On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On(B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced urticaria ("hives/ pain, rash or skin conditions type: hives all over the body,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), angioedema (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss / hair loss worsened over last 3 weeks"), anaemia ("anemia"), visual impairment ("worsening eye"), lacrimation increased ("watery itchy eyes"), eye pruritus ("watery itchy eyes"), rhinorrhoea ("running nose"), sneezing ("sneezing"), nasal congestion ("nasal congestion which worsen during sleep"), mouth breathing ("mouth breathing"), thirst ("thrist"), irritability ("irritability"), nasal obstruction ("blocked nose"), dry mouth ("dry mouth"), oropharyngeal pain ("sore throat"), throat clearing ("frequent throat clearing"), feeling cold ("feeling cold all the time"), sinusitis ("sinusitis") and ear discomfort ("clogged ears / postauricular fullness/ hearing in tunnel"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total laparoscopic, biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, angioedema, abdominal distension, allergy to metals, anaemia, visual impairment, lacrimation increased, eye pruritus, rhinorrhoea, sneezing, nasal congestion, mouth breathing, thirst, irritability, nasal obstruction, dry mouth, oropharyngeal pain, throat clearing, feeling cold, sinusitis and ear discomfort outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the urticaria had not resolved and the weight increased, alopecia and fatigue was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, angioedema, device dislocation, dry mouth, dysmenorrhoea, ear discomfort, eye pruritus, fatigue, feeling cold, irritability, lacrimation increased, menorrhagia, mouth breathing, nasal congestion, nasal obstruction, oropharyngeal pain, pelvic pain, rhinorrhoea, sinusitis, sneezing, thirst, throat clearing, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: both side less than 3 coils were noted protruding into the uterine cavity. Discrepancy noted: dob in current fu is (B)(6) 1976. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Satisfactory placement of both essure coils and full occlusion of both tubes.. Pathology test - on an unknown date: the right fimbriated fallopian tube measures 13.0 x 0.4 x 0.3 cm and the left fimbriated fallopian tube measures 10.5 x 0.4 x 0.4 cm and contains a 0.5 cm para tubal cyst. The tubes have tan-purple serosal surfaces, and are sectioned to reveal pinpoint lumens which are focally hemorrhagic.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urticaria, nickel allergy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia(heavy menses),anemia,nickel allergy,hives quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: medical record was received. Events added from medical record- tubes and uterus out, but path report revealed only one coil. Reporter information, medical history, concomitant drug was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis human papilloma virus in 2008, colposcopy in 2008, low back pain, cholecystectomy, gastric bypass, pap smear abnormal, premenstrual syndrome, spinal column stenosis, cervix biopsy (the specimen was a 3 x 4 mm. Fragment of soft, tan tissue. The entire specimen was sectioned), mood swings, anxiety, lymphoepithelial malignant thymoma invasive, cytolysis, insomnia, hearing loss, myringotomy, ear feels clogged, postauricular fistula, nasal congestion, headache, facial pain, sore throat, myringotomy, facial pain, postnasal drip, taste disturbance and smell alteration. No problems. Reminded of using type of birth control until hsg in 3 months. Surgical pathology: final pathologic diagnosis: uterus: secretory endometrium. Unremarkable myometrium and serosa. Cervix: chronic and acute cervicitis. Left fallopian tube: unremarkable fallopian tube. Right fallopian tube: unremarkable right fallopian tube. Addendum comment: an essure implant is identified within the right fallopian tube. Concurrent conditions included intestinal obstruction, spinal column stenosis, dysplasia, menses regular with excessive bleeding, bowel obstruction, insomnia, squamous cell metaplasia, depression, obesity, cholecystectomy, asc-us, generalized urticarial rash, insomnia, bags under eyes, fatigue, generalised itching, breast cancer female, premenstrual syndrome, abdominal pain, nausea, blood in urine, low back pain, pelvic adhesions, incomplete bowel evacuation, wound infection and abdominal adhesions. Concomitant products included cetirizine hydrochloride since 2015, famotidine since 2015 and montelukast sodium (singulair) since 2015 for hives as well as carisoprodol (soma) since 2008, desogestrel;ethinylestradiol (desogen-28), diphenhydramine hydrochloride, fluoxetine hydrochloride (fluoxetine hcl), hydrocodone bitartrate;paracetamol (norco), hydrocortisone, hydroxyzine, sufentanil citrate (sufentanil narco-med) since 2008, triamcinolone acetonide and zolpidem tartrate (ambien). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 13 days after insertion of essure. On (B)(6)2012, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2015, the patient experienced urticaria ("hives/ pain, rash or skin conditions type: hives all over the body,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss / hair loss worsened over last 3 weeks"), anaemia ("anemia"), visual impairment ("worsening eye"), angioedema ("angioedema of her lip on waking in the morning."), lacrimation increased ("watery itchy eyes"), eye pruritus ("watery itchy eyes"), rhinorrhoea ("running nose"), sneezing ("sneezing"), nasal congestion ("nasal congestion which worsen during sleep"), mouth breathing ("mouth breathing"), thirst ("thirst"), irritability ("irritability"), nasal obstruction ("blocked nose"), dry mouth ("dry mouth"), oropharyngeal pain ("sore throat"), throat clearing ("frequent throat clearing"), nasopharyngitis ("feeling cold all the time"), sinusitis ("sinusitis") and ear discomfort ("clogged ears / postauricular fullness/ hearing in tunnel"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy with bilateral salpingectomy - total laparoscopic, biopsy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the urticaria had not resolved, the abdominal distension, allergy to metals, anaemia, visual impairment, angioedema, lacrimation increased, eye pruritus, rhinorrhoea, sneezing, nasal congestion, mouth breathing, thirst, irritability, nasal obstruction, dry mouth, oropharyngeal pain, throat clearing, nasopharyngitis, sinusitis and ear discomfort outcome was unknown and the weight increased, alopecia and fatigue was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, angioedema, dry mouth, dysmenorrhoea, ear discomfort, eye pruritus, fatigue, irritability, lacrimation increased, menorrhagia, mouth breathing, nasal congestion, nasal obstruction, nasopharyngitis, oropharyngeal pain, pelvic pain, rhinorrhoea, sinusitis, sneezing, thirst, throat clearing, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: both side less than 3 coils were noted protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Satisfactory placement of both essure coils and full occlusion of both tubes.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urticaria, nickel allergy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:menorrhagia(heavy menses),anemia,nickel allergy,hives quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: mail received: events sinusitis, feeling cold all the time, throat clearing, sore throat, dry mouth, blocked nose, irritability, fatigue, thirst, mouth breathing, nasal congestion, sneezing, running nose, itchy eye, watering eyes, lip angioedema, lip angioedema, anemia were added. Reporter was added. Medical histories were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervicitis human papilloma virus in 2008 and colposcopy in 2008. No problems. Reminded of using type of birth control until hsg in 3 months. Concurrent conditions included intestinal obstruction, spinal column stenosis, dysplasia, menses regular with excessive bleeding and bowel obstruction. Concomitant products included cetirizine hydrochloride (zyrtec) since 2015, famotidine (pepcid) since 2015 and montelukast (singulair) since 2015 for hives as well as carisoprodol (soma) since 2008 and sufentanil citrate (sufentanil narco-med) since 2008. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 13 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2012, the patient experienced weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). In may 2015, the patient experienced urticaria ("hives/ pain, rash or skin conditions type: hives all over the body,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss") and anaemia ("anemia"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (hysterectomy with bilateral salpingectomy - total laparoscopic). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the urticaria had not resolved, the abdominal distension, allergy to metals and anaemia outcome was unknown and the weight increased, alopecia and fatigue was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. On (B)(6)2012, hysterosalpingogram showed confirmed satisfactory placement of both essure coils and full occlusion of both tubes surgical pathology: final pathologic diagnosis: uterus: secretory endometrium. Unremarkable myometrium and serosa. Cervix: chronic and acute cervicitis. Left fallopian tube: unremarkable fallopian tube. Right fallopian tube: unremarkable right fallopian tube. Addendum comment: an essure implant is identified within the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.